Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding health effect - clinical code: 1946. This is a follow up report to add this additional code. FDA coding that was initially reported in the initial report for investigation findings code is being corrected from codes 3252 and 3243 to 114. This is a follow up report to correct this code. FDA coding that was initially reported in the initial report for medical device problem code is being corrected from code 1260 to 2616. This is a follow up report to correct this code.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.